Event description:
Healthcare professional reports a fiber leak at the onset of treatment on reuse number 35 noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.